Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. The device history record review was not required. The labeling review was not required as the investigation was confirmed related to supplier issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water was unable to be injected into the foley catheter before use on the patient due to water leakage from the inflation valve. Per follow-up information received from ibc on (B)(6) 2023, stated that this event occurred before use on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water was unable to be injected into the foley catheter before use on the patient due to water leakage from the inflation valve. Per follow-up information received from ibc on 14sep2023, stated that this event occurred before use on the patient.